Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract due to the needle piercing through the catheter while introducing it. The following information was provided by the initial reporter: "when placing IV, safety button did not retract needle. IV was pulled out of patient and it was found that needle sheared through the catheter."

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. It was originally reported that the lot was 2265004 but this wasn't found to be a valid lot for a 381434 20 ga insyte autoguard device. Our quality engineer reviewed the provided photo and observed blood residue visible inside of the catheter and catheter adapter. The engineer also concluded that the needle had pierced through the catheter tubing. Due to the location of the needle it was determined that the needle was partially retracted. Full needle retraction may have been inhibited due to the needle being caught in the hole it created in the catheter. However, the cause of the partial retraction could not be determined from the photograph. Therefore, based off the provided photo the engineer was able to verify the reported defects of needle through catheter and partial needle retraction. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract due to the needle piercing through the catheter while introducing it. The following information was provided by the initial reporter: "when placing IV, safety button did not retract needle. IV was pulled out of patient and it was found that needle sheared through the catheter."